Manufacturer narrative:
Investigation: bd has not been provided with catalog 301940 lot 1803215 to investigate for this record. Unfortunately, as a result, bd is unable to verify the reported issue or determine a definitive root cause. DHR showed no indication of the alleged defect.

Event description:
It was reported that foreign matter was seen in the bd syringe¿ with needle during use while drawing solution. The following information was provided by the initial reporter, translated from chinese to english: "during taking solution,nurse found there was a gray foreign matter such as hairline thickness of about 4 mm in the syringe."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was seen in the bd syringe¿ with needle during use while drawing solution. The following information was provided by the initial reporter, translated from (B)(6) to english: "during taking solution, nurse found there was a gray foreign matter such as hairline thickness of about 4 mm in the syringe."